Event description:
A liquid spill was found on the logic board, motor board, and display board on 3/3/1998. During further testing of the unit a motor stall was found on 3/3/1998 due to integrated circuit u10 on the motor board. Replaced u10. On 3/23/1998 a second motor stall was found. This was corrected by replacing the motor board. On 3/30/1998 a third motor stall was found. This was corrected by replacing the motor board a second time.